Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: creases fold, deformation device, red particles, cloudy, delamination orientation dot and weight to the specification. A delamination total of the orientation dot (adhesive failure). Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., b.7.

Event description:
Healthcare professional additionally reported in pathology report, "right breast capsule, white tan portion of fibromembranous tissue."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade IV. Device has been explanted. This record is for the right side.